Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would not complete the start up process. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device evaluation: a manufacturer representative (rep) went to the site to test the equipment. During testing and troubleshooting, the rep reconnected the umbilical cable to the mobile view station (mvs) and recovered the date base file system. Additionally, the rep found the green line power light to not be working, and the 'v' key on the keyboard was missing. The imaging system then passed the system checkout and was found to be fully functional. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.